Manufacturer narrative:
This report is submitted on july 13, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced persistent skin issues at the implant site and subsequently underwent revision surgery (date not reported) to have the internal magnet removed and an abutment placed.